Event description:
As reported, the 0.018 hp 40 5 x 4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheric units of pressure (atm), upon inflation of the lesion. The procedure was completed by using another device. There were no reports of patient injury. This was a shunt case. The target vessel was the brachial vein. The vessel was mildly calcified and tortuous. There was 75% stenosis. The device was not used to treat a chronic total occlusion (cto). There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. The device was stored and prepped as per the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product the product into the patient. The same indeflator used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger did depress into the syringe/indeflator when trying to inflate. The device will not be returned for evaluation, as the device was discarded.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, g3, g6, h1, h6, and h10 the product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h6, and h10. Complaint conclusion: as reported, the 0.018 hp 40 5 x 4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheric units of pressure (atm), upon inflation of the lesion. The procedure was completed by using another device. There were no reports of patient injury. This was a shunt case, and the target vessel was the brachial vein. The vessel was mildly calcified and tortuous with 75% stenosis. The device was not used to treat a chronic total occlusion (cto). There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. The device was stored and prepped per the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger did depress into the syringe/indeflator when trying to inflate. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 82253748 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. Additionally, the lesion was described as calcified with tortuosity and stenosis, which are likely contributing factors as well. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 0.018 hp 40 5 x 4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheric units of pressure (atm), upon inflation of the lesion. There were no reports of patient injury. This was a shunt case. The device will not be returned for evaluation, as the device was discarded.